Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the right ventricular lead had dislodged, the pacing lead impedance was high. The physician suspected a lead fracture since the helix was rotated many times. The lead was not used and another was implanted. The procedure was completed without any adverse consequences to the patient.